Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2020-49194. Reference MFR. Report#: 1627487-2020-49195. It was reported the patient was unable to set their ipg into MRI mode due to a combination of high and low impedance related to one of the patient's leads. As a result, the patient underwent surgical intervention on (B)(6) 2020. During the procedure, the lead related to the impedance issue was found to be disconnected from the ipg header. In turn, the doctor reconnected the lead to the ipg header. Surgical intervention addressed the patient's issue. Note: both of the patient's leads are being reported because it's unknown which lead was liable.